Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of obtaining legible patient medical records and a plant investigation is underway. A supplemental report will be submitted upon completion of the clinical staff's assessment of the reported information and the plant's investigation.

Event description:
The user facility reported that patient coded on machine approximately mid to end of treatment. The patient complained of stomach cramps and then the patient's eye rolled back. He was ambu-bagged and sent to ICU and discharged the next day. This is the third event of this nature (syncope/vasovagal): (B)(6) 2014.